Event description:
(B)(6) 2008, pt had surgery for a hysterectomy and urinary incontinence. Four weeks after surgery, pt went for a f/u doctor's office visit and discovered the sling had started to erode into the vagina. The doctor clipped the part of the sling that eroded into vagina in the office. Pt stated the procedure was very painful and no sedation was given. Since that time pt complains of painful intercourse, pelvic pain, pain with walking, trouble sleeping, aching bones, recurrent urinary tract infections, incurable yeast infections. Pt had a revision surgery on (B)(6) 2011 due to sling erosion into vagina and will have a 3rd surgery in the future to have sling removed if possible. Pt states since having the sling, her quality of life has decreased, she cannot bend over or grocery shop. "This device does not need to be put in another living soul, not even a stray dog." In between surgeries, pt was diagnosed with breast cancer, and has had a bilateral mastectomy, breast reconstruction and chemotherapy. Pt states "the sling is worst than the breast cancer." Pt also believes the sling has migrated to her bladder. Pt was extremely tearful and states this has been an extreme financial burden, because she has a "one income family and they will have to mortgage their home to pay for 3rd surgery."